Event description:
Surgeon was preparing to use the ams moxy greenlight laser fiber. The certified surgical technician noticed that the fiber was lit up red with a pinpoint red hole. As she went to mention what she noticed to surgeon, he stepped on the foot peddle and a flash of red laser occurred (outside of the patient's body - the laser never touched the patient). Nobody was injured, and we kept the defective laser fiber and gave it to biomed. The laser fiber was then replaced with a new one and worked appropriately.